Event description:
The tip of the second failed fiber was not cleaned during the procedure. No harm to the patient reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, signs of slight melting, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 0 joule and 0 minute the fiber broke 10cm from the base. Red light was visible on the fiber. The fiber was exchanged and the second fiber exhibited mismatched tip during bladder emptying at 80,743 joules and 14:19 minutes. The fiber was exchanged and the procedure was completed utilizing the third fiber. This report is for the second fiber.